Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe tip had a crack at 15.5 mm from the distal end with a scratch around the crack and the coating on the outer surface of the jaw had partially come off. The manufacturing record was reviewed with no irregularities. These types of coating damage and error are most likely related to the operator's technique. Based on the past similar cases, it was known that the coating was partially peeled when the device was scraped by other hard instrument. And there is a possibility that the error occurred since the probe got crack by contacting with hard tissue while activation. The instruction manual of the subject device already states. Warnings: if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Warnings: the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.

Event description:
The subject device was used for an uncertain procedure. It was reported that prove damage errors occurred during use. The tissue pad was intact. It was not reported that whether the subject device was replaced and whether the intended procedure was completed. There was no patient injury reported. Olympus medical systems corp. (Omsc) received device. And as a result of omsc's investigation on may 12, 2016, it was found that the coating on the outer surface of the jaw had partially come off. And it was not reported that the fragment of the coating fell into the patient.